Manufacturer narrative:
The device was returned for evaluation after the patient was reported to have expired. Ate testing was performed and the device was normal.

Event description:
Related manufacturer reference number: 2017865-2021-4041, related manufacturer reference number: 2017865-2021-40418, related manufacturer reference number: 2017865-2021-40419. It was reported that there was a patient death caused by cardiopulmonary arrest, failure to thrive, and chronic obstructive pulmonary disease. It was unknown whether the causes of death were related to the abbott implantable cardioverter system, including the device, right ventricular, left ventricular, and right atrial leads.